Event description:
It was reported that the bd alaris¿ syr psd microbore experienced leakage. The following information was provided by the initial reporter: we are experiencing leaking around the medicine side of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ syr psd microbore experienced leakage. The following information was provided by the initial reporter: we are experiencing leaking around the medicine side of the device.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-may-2022. H6: investigation summary the customer reported leaking at the medicine side and returned two used samples of material 10014914. The samples were both primed with syringe pressure and water, and no leaking was found. The two luers and filter held the pressure and no leaking was found. The complaint could not be verified and the root cause is unknown. A device history record review for model 10014914 lot number 21115112 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.